Event description:
It was reported that an intraocular lens (iol) had a bent haptic. There was patient contact, but no reported patient injury. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new info received when product was returned, hence field below updated. Doctor initials noted to be (B)(6). Section b3: date of event: (B)(6) 2021. Section d10: concomitant product: pscts30, lot# cj21692. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/12/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received cut in half (one half missing). The lens was cleaned and, the haptic was revealed to be bent. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.